Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during the pre-use check. Identification of issue has been done by analyzing problem description, service report, device's logs and attached photo. The issue has been resolved by replacement of the air gas module. Defective gas module may lead to stop of ventilation, low o2 or high pressure. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 07/04/2010, corrected manufacture date: 07/06/2010.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).